Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the intensive care unit. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The device was received inoperable due to constant reload set alarms. The confirmed symptom was found to be caused by low upstream sensor values. The upstream sensor was replaced to correct this condition.